Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose readings to approximately 50 mg/dl overnight and into the following day while using the ilet, treated with oral fast-acting carbohydrates, briefly disconnected from the device, then reconnected as glucose trended upward; the user also expressed concern about receiving too much insulin and was guided through the device history to review insulin delivery. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and stabilization without medical intervention or hospitalization. Investigation included customer interview, device history review via menu navigation, and user education on dosing suspension at the 80 mg/dl target and on avoiding meal announcements during correction for lows. Investigation of this case revealed no device malfunction, no alerts or alarms, and use-related factors including unannounced carbohydrate intake and temporary disconnection. It was concluded that the event involved hypoglycemia with an unclear cause and that the device operated as designed with dosing suspension at low thresholds; user counseling on low management and device use was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.